Event description:
A report was received that during removal of catheter from pt after an unk amount of time in use, the distal end of about 10 centimetres severed and remained in the urethra. Add'l medical intervention was required to remove the remaining portion of catheter. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.